Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log that indicates that the device cannot be operated after three restarts. There is no documentation stated on a root cause and/or any component replacement to resolve the issue additionally, the device was visually inspected, and no foam particles were observed. The device was scrapped.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.